Event description:
It was reported that the procedure was to treat a narrow lesion in the proximal left anterior descending artery with mild calcification. Pre-dilatation was performed and the 3.5 x 12 mm xience v stent delivery system (sds) was advanced, but could not cross the lesion. The sds was removed, and a buddy guide wire was advanced. The sds was re-inserted and inflated at the lesion; however, a leak was noted in the shaft, 30cm back, due to a kink. The sds balloon only partially inflated. The sds was removed and it was noted that the stent was partially expanded, but still on the balloon. A new xience v stent was used to treat the lesion. There were no adverse patient effects.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - improper or incorrect procedure or method (re-insertion). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty inflating the balloon and leak were confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, functional testing, and dimensional measurements, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the precautions section of the xience v everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged.